Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving an unknown drug with an unknown dose and concentration via an implantable pump for spinal pain. It was reported on (B)(6) 2017 the pump was interrogated and the logs revealed a pump motor stall at 21:23 on (B)(6) 2017 with a recovery at 22:00 on (B)(6) 2017. The motor stall resolved without sequelae on (B)(6) 2017, an no actions were taken. There was another motor stall per device logs on (B)(6) 2017 at 19:38 with a recovery at 20:27. The motor stall resolved without sequelae on (B)(6) 2017, and no actions were taken. For both motor stalls there was no report of a magnetic resonance imaging (MRI) and the cause was unknown. No further diagnostics or interventions were performed. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related. No symptoms reported. Event date was (B)(6) 2017. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the patient was receiving hydromorphone (1.5 mg/ml at 0.3758 mg/day) and bupivacaine (30.0 mg/ml at 7.516 mg/day) via an implantable pump.